Event description:
The pt was implanted with a smooth saline prosthesis on 12/3/97, subsequently it was noted that the pt had developed an infection in her left breast and the prosthesis was removed.

Manufacturer narrative:
Date of this report: 5/22/1998 evaluation summary: the mentor microbiology department has provided info on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with these devices and is referenced in co's current product insert data sheet. Based on the info received, the culture results were reportedly positive for staphylococcus.